Manufacturer narrative:
Due to the missing product information (e.g. Serial number/delivery note batch), we were unable to trace the production of affected product. We can assure you that all our products are manufactured by qualified staff and are individually tested before they are placed on the market. An investigation was not possible because the product is not available. Compared to similar complaints investigated by miethke, the most frequent cause for a deterioration in the function of the product are deposits. Deposits are caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to malfunction is only possible by an examination. Due to missing information (patient data, serial number, device itself), it is not possible to provide a meaningful analysis. A final conclusion on the suspected underdrainage is only possible with an examination.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx642t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complainant device was not returned to the manufacturer for evaluation. No batch or serial number was submitted. No patient complications were reported as a result of the revision procedure. Age: 66 years gender: male